Event description:
It was reported that during a percutaneous coronary intervention procedure, a stent deployment issue occurred. The target lesion was located in the iliac artery. During deployment of a epic- vascular stent the stent moved forward about 15mm missing the target lesion. The physician had to complete the procedure with another stent. No patient complications were reported and the patient's status is listed as ok. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).